Manufacturer narrative:
(B)(4). Date of initial report : 04/18/2016. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reports that the jaws would no longer open while applied to tissue. Tissue damage occurred. Additional questions in regard to the incident have been asked.

Manufacturer narrative:
(B)(4). The reported condition of the jaws were sticking to tissue was not confirmed. Inspection found excessive blood and eschar on the seal plates between the jaws and in the hinge of the jaws. The device was activated on simulated tissue and no sticking was observed. Mechanical function of the latch mechanism was acceptable. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.